Event description:
The customer stated that his meter was reading with a decimal point. It was verified the meter was set in mmol/l. The customer did not adjust medication or allege any adverse events due to the readings. He was able to reset the meter to mg/dl and no product will be returned for evaluation.